Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. X-ray examination showed the inner coil at the connector region was over torqued consistent with procedural damage. The cause of the reported event of stylet could not be inserted was isolated to the overtorqued inner coil.

Event description:
During the explant procedure, there was also a failure to advance the stylet into the right atrial (ra) lead. The patient is stable.

Event description:
During an in-clinic follow-up, an x-ray was performed and the right atrial (ra) lead was found to be dislodged. A revision procedure was performed. The ra lead was explanted and replaced to resolve the event. The patient is stable.